Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the high pressure test was failed. The customer¿s blood glucose level was unknown at the time of the incident. Customer was treated with insulin pen. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. Customer did not allege insulin pump was under delivering. Customer was performed displacement test and it was passed. Customer stated drive support cap appears normal. The insulin pump will be returned for analysis.